Event description:
It was reported that the customer's insulin pump had a crack on the case. The customer confirmed that the drive support cap appeared to be damaged. The customer stated that the drive support cap was loose and sticking out. The customer had not been pressing the cap while connected. The customer was unaware of how the damage occurred. The customer's blood glucose was 187 mg/dl. Advised that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Pump received with detached and cracked end cap. The insulin pump also has cracked battery tube threads, reservoir tube lip and minor scratched display window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.